Event description:
The physician treated the patient with a hyoid suspension using the encore system. The patient later developed an infection in the upper incision site of the bone anchor placement. The patient was given a course of antibiotics and a layered closure was made to isolate the infection.